Event description:
Pt came in for routine follow up with device reporting a back up mode error due to excessive current drain. The outputs of the device were programmed to 3.6v at .4ms in both the atrium and the ventricle and the leads were unipolar. The battery voltage was not reported. The device would not allow any tests to be performed. A cu reset was attempted but was unsuccessful. A ram dump was performed and an explant was recommended.

Manufacturer narrative:
The device was not returned for analysis. The analysis is therefore, based on the inspection of the quality documents accompanying this particular device. The mfg process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the mfg process which might be related to the clinical observation. The device should be returned to biotronik after explantation for further analysis. In summary, the device was not returned for analysis. The review of the quality documents confirmed a regular device mfg.